Event description:
It was reported that prior to the procedure, the 4.0x38 rx xience xpedition stent delivery system was requested by the physician. The nurse took the device from the storage room, opened the packaging, and during inspection of the device, noted that the shaft was separated. There was no damaged to the device packaging. The device was not used and there was no patient involvement. There was no clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.